Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, frequency and route of administration not reported) for peritonitis. Five days after the onset of peritonitis, the patient was discharged from the hospital and continued treatment with fortez intraperitoneally (ip) 10 doses (frequency unknown) for peritonitis. Eleven days later, the patient recovered from the event of peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).